Event description:
Information received by medtronic, indicated that the customer experienced high blood glucose. The customer could not check the used boluses and could not review the alarms. The customer blood glucose value was unknown. The customer was hospitalized. It was unknown, whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. Troubleshooting was not performed. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0867 inches. The stop (idle) current and run current measurement tests are within specification. The pump also, passed self test, off no power alarm test and a21 error test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted, during testing. However, the pump had intermittent button response, due to flattened dome switches (no crease). The following were noted, during visual inspection: minor scratched display window, cracked battery tube threads, scratched reservoir tube window, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Unable to upload using carelink, problem isolated to the electronic assembly. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Please see below when reviewing the history download. There is no data available in the pump history file, due to the pump was stored for an extended period without a battery. Unable to verify, bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date (B)(6) 2022 in the pump history file, due to no data available. Unable to perform the history review 1 week, prior to the event date (B)(6) 2022 in the pump history file, due to no data available. The pump passed, the functional testing. Unable to confirm, alleged high bgs. Bolus anomaly not confirmed. Unable to upload using carelink confirmed. Intermittent button response confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.